Manufacturer narrative:
Updated: d8, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause of the reported e315 error code could not be identified, however, it is likely that the issue was the result of a component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a non-clinical procedure, the colonovideoscope presented an error e315. There was no patient involvement and no harm reported as a result of the event.